Event description:
It was reported an over infusion event involving dextrose 5% in sodium chloride 1.45%. No further information was provided. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Correction: annex b: b17. Annex c: c20. Annex d: d15. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, remedial action required, remedial action # and manufacturer narrative. Annex a: a040502. Annex g: g02017. Annex b: b01, b14. Annex c: c0601. Annex d: d01. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of over infusion event was confirmed during laboratory testing. It was found that the returned administration set (model: 2420-0007; lot: unknown) was observed to be damaged from the silicone tubing above safety clamp. The administration set was attached to a full IV bag. The safety clamp and roller clamps were opened; the fluid was allowed to free flow. However, due to a leakage in the IV set, the liquid began to spill. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. An associated administration set complaint pr (B)(4) was opened for tubing damage. The event date was reported as 01 february 2025; time was not reported. Review of the pump module and pcu error log showed no errors were recorded on the reported event date. The pump module event log showed the device in use on 01 february 2025 attached to pcu s/n (B)(4) as channel a. On 01 february 2025 at 1:49 am a basic infusion started with a rate of 100 ml/hr and volume to be infused (vtbi) of 480 ml. Between 4:59 am to 7:01 am the pump alarmed for occluded patient side twelve (12) times. At 7:07 am the infusion completed. At 7:13 am the volume to be infused (vtbi) was programmed for 50 ml and an infusion started. At 7:19 am the rate was changed to 40 ml/hr. At 8:19 am the infusion completed. At 8:22 am the pump module was channeled of with a total volume infused of 532.382 ml. The alarisâ¿ system with guardrails, suite mx user manual v9.19 states within warning and cautions do not touch the administration set while closing the door.failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The user manual also states to discard infusion set if packaging is not intact or protector caps are unattached. Follow proper infusion set loading instructions and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Please replace bezel assembly as it was disassembled during the investigation. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report over infusion was not determined; however, during the investigation a leaking administration set was observed. It could not be definitively determined if the administration set was a factor in the reported over infusion. Note that this report lists imdrf annex a040502, g02017, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported an over infusion event involving dextrose 5% in sodium chloride 1.45%. No further information was provided. There was patient involvement, but the outcome is unknown.